Event description:
Philips respironics dreamstation go was recalled and has not been replace for over a year. I have been provided with conflicting and misleading information from philips for months. (B)(4).